Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600052 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples get stuck when attempting to close the skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received with its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The staples appear to be slightly misaligned as they are not pushed completely down the cover block. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 24 staples left in the cartridge indicating that at least 11 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, no staple was fired. Another attempt was made and no staple was fired. On the third attempt, a staple was fired but it was unable to properly form. At this time, it was noticed that the staples appeared to realign properly. On the next attempt, the staple was able to properly load and close in the stapler. This was repeated multiple times with the same result. To simulate insertion into the skin, the stapler was other remarks: fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. All remaining staples were able to properly load and close in the stapler. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the staples were able to realign themselves after the first staple did not form correctly. It cannot be determined what caused the staples to be slightly misaligned at the time the sample was received. The reported complaint of "staples blocked" was not confirmed based upon the sample received. Although the first staple was unable to form properly, the rest of the remaining staples were able to properly form and close in the stapler. No staples got stuck in the stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
The staples get stuck when attempting to close the skin. The patient's condition was reported as fine.